Event description:
Clinic notes were received for an unknown reason. Notes indicate that the patient's generator has not been interrogated in a while. The patient mentioned that there were some changes due to vns not being interrogated. Further investigation indicated that the patient might have been referred for replacement due to breakthrough seizures. It was reported that the patient was first seen by the referring neurologist only recently on (B)(6) 2016. It was unknown patient's breakthrough seizures were increased or decreased since patient did not state that and physician office do not know the past history. Patient did mention per notes that there was no set pattern for the seizures (can be seizure free and suddenly have seizures). When patient does get seizures, they are persistent (cluster of seizures experienced together). This was referred to as the breakthrough seizure that patient experienced recently. The vns device was not checked on the previous visit as they did not know that the patient had vns until then.